Event description:
Procedure type: hip replacement. According to the rptr: the pt was taken back to the hospital at least 8 weeks after their hip replacements to remove suture material and deal with areas of discharging wounds. Wound was previously well healed but then developed intradermal abscesses and discharged. This happened on 3 pts, no other info is available at this time.

Manufacturer narrative:
(B)(4).